Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. The investigation was unable to determine a conclusive cause for the reported inflation issue and leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid internal carotid that was mildly tortuous, mildly calcified and 80% stenosed. During attempted inflation, the armada 35 6 mm / 40 mm on 80 cm balloon dilatation catheter (bdc) lost pressure and was leaking at the balloon catheter junctions. Another device was used to successfully complete the procedure. The device was prepped according to the instructions for use. The device was replaced with a new bdc to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.